Event description:
The customer contact reported the pt received more medication than intended. It was reported that the pt required sedation for mechanical ventilation. At 0100, the device was programmed to deliver an unspecified concentration of fentanyl at a rate of 20ml/hr with a vtbi (volume to be infused) of 100 ml and the delivery was started. The customer contact indicated that upon starting the delivery, the device alarmed with e94-1 (rotary control knob circuit failure). The alarm was cleared and the therapy was resumed. After approx 1 hour, the device alarmed e94-1. At this time, the nurse noted that the fentanyl container was empty. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed the following day using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.